Event description:
It was reported that this 980 ventilator failed the extended self-test (est) with graphical user interface (gui) background diagnostic code displayed. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed the extended self-test (est) with graphical user interface (gui) background diagnostic code displayed. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue, and replaced the exhalation valve assembly (eva) and the user interface (ui) printed circuit board assembly (pcba). The ventilator passed all tests and calibrations according to the manufacturer's specifications at the time of service. The ui pcba was not returned for further analysis. One eva was returned for further analysis. The part was visually inspected with no observed anomalies. The part was attached to the test ventilator and powered up. The unit was put into the ventilation mode. After approximately 5 hours on ventilation, the ventilator entered back up ventilation and generated error code (exp pressure autozero offset failed). After a thorough investigation, a faulty so1 on the exhalation sensor pcb of the returned eva was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event was identified as a faulty so1 in the exhalation sensor pcba of the exhalation module. There is an existing previous internal investigation regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated due to additional part received and evaluated. Section evaluation code result additional code added. Issue identified during product analysis. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed the extended self-test (est) with graphical user interface (gui) background diagnostic code displayed. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue, and replaced the exhalation valve assembly (eva) and the user interface (ui) printed circuit board assembly (pcba). The ventilator passed all tests and calibrations according to the manufacturer's specifications at the time of service. One ui pcba was returned to medtronic for failure investigation. The returned component was visually inspected and functionally tested with no malfunction or product deficiency observed. One eva was returned to medtronic for further analysis. The part was visually inspected with no observed anomalies. The part was attached to the test ventilator and powered up. The unit was put into the ventilation mode. After approximately 5 hours on ventilation, the ventilator entered back up ventilation and generated error code (exp pressure autozero offset failed). After a thorough investigation, a faulty so1 on the exhalation sensor pcb of the returned eva was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the reported est failure was identified as a faulty so1 in the exhalation sensor pcba of the exhalation module. There is an existing previous internal investigation regarding this issue. The cause of the additional issue of ¿background diagnostic codes¿ could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.